Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue and that their pulse rate was dropping into the thirties or forties. Chronic high thresholds were noted on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.